Event description:
Information received by medtronic indicated that the customer reported that the pump was exposed to water. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and the pump was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump was received with a blank flashing white display with audio beep alert. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to blank flashing white display with audio beep alert. Unable to download history files and traces using thump due to blank flashing white display with audio beep alert. Pump was cut open to perform visual inspection and found corrosion on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. The original pcba 2 was cleaned, installed and swapped out with a working test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and stuck on flashing medtronic logo on the display noted. The original pcba 1 was cleaned, installed and swapped out with a working test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and a blank flashing white display with audio beep alert noted. A blank flashing white display with audio beep alert was confirmed due to corrosion on the pcba 1. Stuck on flashing medtronic logo on the display was confirmed due to corrosion on the pcba 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label fading. Unable to perform the required testing, download history files and traces using thump due to blank flashing white display with audio beep alert. A blank flashing white display with audio beep alert was confirmed due to corrosion on the pcba 1. A test pcba 1 was used and stuck on flashing medtronic logo on the display noted. Stuck on flashing medtronic logo on the display was confirmed due to corrosion on the pcba 2. During visual inspection, corrosion was also found on the force sensor, motor and vibrator assembly noted. Pump exposed to moisture was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.